Event description:
It was reported that the customer had stopped using the insulin pump several days ago and wanted to reconnect the device but they were having issues with the rewinding. The customer's blood glucose was. It was noted that the customer might have locked the keypad of the insulin pump. Assistance was provided and it was discovered that one of the buttons was unresponsive. In the alarm history there were low reservoir alerts present. The discontinuation of the device was advised. On a later date, the customer called to track the shipment of their replacement insulin pump, and their blood glucose was 145 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).